Event description:
It was reported that bd intima-ii adapter was damaged the following information was provided by the initial reporter; the end cap slips and does not tighten when in use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#2335891): 1)this batch of products were assembled at intima ii auto line 3 in december 2022, and packaged at r240 package line and cfs package line in december 2022. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received for the complaint. 3. The retained sample of this batch is taken for the leakage test and the end cap removal torque test, there is no leakage at the end cap, and the torque test result is within the product specifications. Please see attachment for test reports. 4. The assembly of the end cap is monitored by torque and assembly stroke. 5. Possible cause: during the assembly of the end cap, malocclusion occurred, that is, the end cap luer and the pp connector luer are not occluded correctly, resulting in each other's luer damage. 6. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample. As the defect status of the complaint sample cannot be identified, and the usage of the indwelling needle is unknown, the root cause of the end cap slip not tightening cannot be determined. This defect complaint is an individual case and the plant will continue to pay attention. H3 other text : see narrative.

Event description:
No additional information provided.